Manufacturer narrative:
(B)(4). Additional information was received from the local area field representative indicating the patient was not compliant with limited rate of motion of their arm post implant. The output was again increased to resolve the clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker, implanted with another manufacturer's right ventricular (rv) lead, exhibited loss of capture. An increase in pacing threshold measurements was previously observed and outputs had been increased. A follow-up appointment was scheduled to further evaluate the system. No adverse patient effects were reported.